Event description:
It was reported that approximately 7 years and 2 months following the transcatheter bioprosthetic valve implant the patient was hospitalized due to cardiac failure. Dyspnea presented and new york heart association (nyha) functional class iii-IV was identified. A diuretic was administered. The physician indicated it was unknown if the event was related to the transcatheter valve. The event was ongoing. Additional information received indicated eight days following admission a transesophageal echocardiogram (tee) identified severe transvalvular regurgitation and mild paravalvular leak (pvl). The physician indicated the cardiac decompensation was possibly related to the valve. A transcatheter aortic valve intervention was planned. Additional information received indicated that 22 days following admission, a second transcatheter aortic valve implantation (tavi), was performed. The valve-in-valve was performed and the resolved with aortic valve regurgitation without sequelae. Additional information received indicated the medtronic valve was revised with a non-medtronic valve and the patient had remained ho spitalized. Additional information was received to report the cardiac decompensation resolved approximately 37 days following onset. Additional information was received to report approximately seven years, one and a half months following the valve implant procedure, the patient developed cardiogenic shock and acute respiratory failure with confusion in the context of valvular dysfunction with endocarditis. The patient was admitted. Medication and non-invasive ventilation was administered. The non-medtronic valve was implanted seventeen days after admission. The cardiogenic shock was resolved approximately thirty days after admission and the patient was discharged.

Manufacturer narrative:
Updated data: b5. A sixth paragraph was added. H6. Patient and device codes were added. Additional codes. Annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A fifth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 2 months following the transcatheter bioprosthetic valve implant the patient was hospitalized due to cardiac failure. Dyspnea presented and (B)(6) functional class iii-IV was identified. A diuretic was administered. The physician indicated it was unknown if the event was related to the transcatheter valve. The event was ongoing. Additional information received indicated eight days following admission a transesophageal echocardiogram (tee) identified severe transvalvular regurgitation and mild paravalvular leak (pvl). The physician indicated the cardiac decompensation was possibly related to the valve. A transcatheter aortic valve intervention was planned. Additional information received indicated that 22 days following admission, a second transcatheter aortic valve implantation (tavi), was performed. The valve-in-valve was performed and the resolved with aortic valve regurgitation without sequelae. Additional information received indicated the medtronic valve was revised with a non-medtronic valve and the patient had remained hospitalized. Additional information was received to report the cardiac decompensation resolved approximately 37 days following onset.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated eight days following admission a transesophageal echocardiogram (tee) identified severe transvalvular regurgitation and mild paravalvular leak (pvl). The physician indicated the cardiac decompensation was possibly related to the valve. A transcatheter aortic valve intervention was planned.

Manufacturer narrative:
Device evaluation via image review: transthoracic echocardiogram (tte) imaging provided from (B)(6) 2025 was reviewed. The evolut implant depth appeared ¿good¿. Anterior mitral valve leaflet appeared thickened. Moderate central aortic insufficiency was identified. The central aortic regurgitation with pressure half-time (pht) of 282 milliseconds (ms) suggested moderate regurgitation. Paravalvular leak (pvl) was noted. The ejection fraction was approximately 40-45%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the medtronic valve was revised with a non-medtronic valve and the patient had remained ho spitalized.

Manufacturer narrative:
Updated data: b5 h6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 22 days following admission, a second transcatheter aortic valve implantation (tavi), was performed. The valve-in-valve was performed and the resolved with aortic valve regurgitation without sequelae.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 5 days following the hospital admission endocarditis was alleged and an acute inflammatory syndrome occurred. Positive blood cultures grew staphylococcus aureus and antibiotics were administered. Hospitalization had been planned for one month after for a transesophageal echocardiogram (tee) scan. The physician indicated the endocarditis that occurred over 7 years following the valve implant was not related to the valve or the implant procedure.

Event description:
It was reported that approximately 7 years and 2 months following the transcatheter bioprosthetic valve implant the patient was hospitalized due to cardiac failure. Dyspnea presented and new york heart association (nyha) functional class iii-IV was identified. A diuretic was administered. The physician indicated it was unknown if the event was related to the transcatheter valve. The event was ongoing.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that lower limb oedema also occurred with this patient during this event.

Manufacturer narrative:
Updated data: b5. A sixth paragraph was added. H6. Annex b, annex c codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.